Event description:
Pt had permanent pacemaker placed at approx 1645pm. Pacemaker rep noted device not functioning appropriately while pt was in recovery room. Pt was returned to the or for replacement. Generator defective.